Event description:
The facility stated that the surgeon attempted to implant a aa4203tl toric silicone lens. The lens tore prior to insertion into the eye. No pt contact or injury. It was unknown what caused the lens to tear. The facility was unable to provide the injector and cartridge model and lot n umbers.

Event description:
The facility stated that the lens tore in eye.